Manufacturer narrative:
The software event log was reviewed and found to be functioning normally. All alarms performed according to specs. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.

Event description:
Info received indicates the pump does not stop when the bag is empty. This was found during testing.